Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample without packaging was returned for evaluation. A visual inspection revealed the unit was not returned with the tip shield, sub-assembly, or catheter tubing. A microscopic inspection revealed that the catheter tubing had separated from the catheter adapter and the catheter adapter showed no damage. The od of the metal wedge and catheter were measured and found to be within specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6295389. A manufacturing review revealed no abnormalities with incoming material, the assembly process, or the packaging process. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 24 g x 0.75 in. Was placed in a patient at 12:00 on (B)(6) 2016 and the patient received an infusion. No abnormality occurred during the infusion but the following morning a nurse found the catheter broken. The patient received an x-ray examination of the upper body but the broken catheter was not visualized.